Event description:
It was reported that upon inflation of the balloon guide catheter (subject device), a balloon leak was noted. The subject device was being used with a thrombus retrieval catheter. The first pass was unsuccessful. The second pass using a 5 max ace catheter was unsuccessful because the devices would not pass through the subject device, which had flattened near the proximal hub. The device was replaced and the clot was removed successfully. This incident extended the procedure 30-45 minutes. No other information is available.

Manufacturer narrative:
Analysis of the device revealed that the flowgate shaft was stretched and ballooned at 8.0cm from its proximal end. The shaft was kinked at multiple sections from its proximal end and wrinkled on its middle shaft. The shaft was also compressed on its distal section. Microscopic analysis did not reveal any anomalies to the hub and balloon bonds. During functional evaluation, the balloon did not inflate due to a leak at 8.0cm located in the damaged shaft area. Information available indicated that the flowgate was confirmed to be in good condition prior to use and that there was calcium present at the carotid bi-furcation. It is probable that the damages to the shaft were likely related to friction encountered during use upon being advanced through the calcified area. As per the directions for use (dfu), to avoid balloon leakage, do not allow balloon to contact calcified or stented arteries, and never advance or torque catheter against resistance without careful assessment of cause of resistance using fluoroscopy. Movement against resistance may result in damage to vessel or catheter. Therefore, based on the information currently available, it is probable that anatomical factors contributed to the damages observed and issue encountered during procedure limiting the performance of the flowgate. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that upon inflation of the balloon guide catheter (subject device), a balloon leak was noted. The subject device was being used with a thrombus retrieval catheter. The first pass was unsuccessful. The second pass using a 5 max ace catheter was unsuccessful because the devices would not pass through the subject device, which had flattened near the proximal hub. The device was replaced and the clot was removed successfully. This incident extended the procedure 30-45 minutes. No other information is available.